Event description:
It was reported that the pump declared an alarm during the pumping process. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer used a new cartridge each time and eventually contacted technical support, who decided to replace the pump. The pump was under warranty, and the customer planned to use a backup insulin pump to ensure no interruption in insulin delivery. Technical support provided instructions for putting the device into storage mode before returning it, which the customer understood and acknowledged.